Event description:
In 2009, the pt reported that since about 3 days ago, she has had elevated blood glucose readings of up to 500 mg/dl and was spilling ketones yesterday. She stated she bolused insulin to treat her readings. Symptoms are nausea, grogginess, weakness, sleepiness, and feeling bad. She stated her reading this morning was 400 mg/dl. She checked the basal rates on her infusion device and she discovered the only rate programmed was 0.9 u/h from 12am-1am. She said she pressed the check button on her device only once when programming her basal rates. She was advised she had to press the check twice to save changes. The pt correctly programmed and saved her basal rates. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.